Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as ¿lack of aseptic conditions in the first hospital area while performing manual peritoneal dialysis¿. It was reported the patient was hospitalized three days prior to the peritonitis event for other indications. On an unreported date, the patient was transferred to another area of the hospital. The same day as the peritonitis onset, the patient was treated with ceftazidime (discontinued a day after the event onset, dose, route and frequency were not reported) and cefazolin (ongoing, dose, route and frequency were not reported) for peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. It was reported that the patient passed away. The cause of death was not reported. It was not reported if an autopsy was performed. It was not reported if the peritonitis event was resolved prior to death. It was not reported if pd therapy was ongoing prior to death or at the time of death. No additional information is available.